Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Analysis of the system log file showed that the flexvision pc failed to power on within the allotted time during the first power on attempt. During troubleshooting, the fse found that the cmos battery in the flexvision pc was low and would not power on the pc. The fse replaced the cmos battery. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.